Event description:
Air detector kept alarming without evidence of air in system. Cobe blood cartridge line changed and treatment continued. No adverse outcome to pt. On 4/9, facility again experienced problems involving two pts. The problems were as follows: the air detector alarm kept alarming without evidence of air in the system. This was involved during the treatment of two pts. The other problem occurred while priming the system with ns. It was noted that the solution was unable to be pulled any further than six inches from the tip of the venous bloodline. None of these incidents caused a negative outcome for the pt. The blood lines involved were catalog # 003-410-510, lot #'s 02e15366, and 91510n.